Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity went from displaying less than six months remaining at a previous follow-up to now displaying less than three years remaining. The magnet rate was also noted to have increased from 90 beats per minute (bpm) to 100 bpm. No changes to the pacemaker were made inbetween follow-ups. Boston scientific technical services reviewed device data and confirmed that the battery measurements have been fluctuating between current bin which is thus affecting the longevity guage. At this time, no changes have been made to the pacemaker and it continues to remain implanted and in service. No adverse patient effects were reported.